Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. Only the screw head of part number 400.810s, lot number 9767892 was received for investigation. The complete length of the threaded shaft broke off and was not returned. The recess however is in good condition. The relevant dimensions of the screw cannot be verified due to the damage. A review of the DHR for the provided lot number was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. It can only be assumed that too much mechanical force whilst inserting into the bone caused the breakage. As these screws are very small and quite fragile, a lot of care is required while handling. We can confirm the visible damages are not from any manufacturing non-conformity. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon commented that he did not firmly tighten the screw up when the screw broke.

Manufacturer narrative:
(B)(4). Device broke during the implant surgery. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has been received and is currently in the evaluation process. Device history record review was completed. Manufacturing location: (B)(4). Manufacturing date: dec 18, 2015. Expiry date: dec 01, 2025. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6): it was reported that on (B)(6) 2016, patient underwent initial surgery. During the surgery, the reported screw broke when the surgeon was tightening the screw on the plate. The screw was not firmly tightened when it broke. The head of the broken screw was removed, while the shaft of the broken screw remained in the patient. No other medical intervention was required, procedure was successfully completed. The surgery was extended for 10 minutes due to the event. No patient harm was reported. Concomitant device: one (1) unknown plate. This report is for one (1) 1.5mm ti cortex screw self-tapping 10mm. This is report 1 of 1 for (B)(4).